Event description:
The facility reported an infusion pump with an air-in-line error on channel c. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 08, 2007. Evaluation summary:the condition of air-in-line error on channel c was confirmed. The air-in-line sensor was found to be defective and was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.